Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in (B)(6) on 22-dec-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014. Additional information was received on 3-dec-2015 with ptc numbers. Essure procedure was suggested to consumer as easier than standard laparoscopic tubal ligation as it could be done under local. She found the procedure so painful that the surgeon could not continue. Had to return and have it done under general instead. An hysterosalpingogram scan was done to ensure placement was correct and was confirmed as okay. Consumer stated recently (approximately 2 weeks) ago, she developed acute pelvic pain radiating to lower back. Her general practioner tried 2 courses of antibiotics and eventually swab tests returned clear, so she was referred for ultrasound. She had the scan on (B)(6) 2015 and the results showed that the essure inserts have migrated and are now embedded in the uterine lining, which is the cause of her ongoing pain. Consumer states that she has have two bits of metal stuck where they are not supposed to be and she has had to take several days off work. She reported a surgery will be required to either remove the implants or possibly remove her womb. A hysterectomy is major surgery and she was hoping to avoid, hence why she chose essure in the first place. Follow-up information was received on 07-jan-2016. Her solicitor has instructed her not to respond in detail at that time. Should this change, she will respond accordingly. Follow-up received on 07-jan-2016: no new clinical information received. Ptc investigation result was received on 19-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jan-2016 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure inserts have migrated and are now embedded in the uterine lining. She reported a surgery will be required to either remove the implants or possibly remove her womb. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of embedded device were not known, however considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. It was reported that her solicitor has instructed her not to respond in detail at that time. Further information could not be obtained. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up information received on 12-may-2016: legal letter received from consumers legal counsel. The plaintiff inserted essure batch number (B)(4) on (B)(6) 2014. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure inserts have migrated and are now embedded in the uterine lining. She reported a surgery will be required to either remove the implants or possibly remove her womb. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of embedded device were not known, however considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. It was reported that her solicitor has instructed her not to respond in detail at that time. Further information could not be obtained. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Batch number was received on follow-up hence an updated technical analysis has been requested.

Manufacturer narrative:
Follow up information received on (B)(6) 2016: updated quality-safety evaluation of ptc. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4), lot number b09702. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure inserts have migrated and are now embedded in the uterine lining. She reported a surgery will be required to either remove the implants or possibly remove her womb. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of embedded device were not known, however considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No similar adverse event case reports have been received to date in relation to the reported batch. Consumer's solicitor has instructed her not to respond in detail at that time. Further information could not be obtained.